Event description:
It was reported the patient is referred by her neurologist to the surgeon for pain in the area of the vns. Notes received indicated that the patient takes a deep breath complains of pain around where the vns is located. The md noted concerned about a potential structural issue with the vns so a referral was made to ent to look at the vns. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.